Event description:
A report was received that the patient was having difficulty charging the ipg due to it being tilted. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was having difficulty charging the ipg due to it being tilted. The patient underwent an ipg replacement procedure and was doing well postoperatively.